Event description:
Clinical study, same as 6000089-2006-00059. It was reported that 223 days after a coronary artery drug eluting stenting procedure the pt experienced a stent thrombosis (st) and required a target vessel reintervention (tvr). Lesion 1 was a 3.00mm, 99% stenosed portion of the distal right coronary artery (dist rca). The physician treated the lesion with predilatation and successfully placing a taxus express2 8.8% 3.00x24mm drug eluting stent in the target lesion. Lesion 2 was a 3.00mm, 70% stenosed portion of the mid right coronary artery (mid rca). The physician treated the lesion with direct stenting and successfully placing a taxus express2 8.8% 3.00x8mm drug eluting stent in the target lesion. There were no complications. The pt was discharged the next day on plavix and aspirin. Two hundred twenty-three days after the initial procedure the pt experienced a st and required a tvr. The physician successfully placed a johnson and johnson cypher in the distal right coronary artery. The pt was discharged the next day. In the opinion of the physician the relationship of the st and the tvr to the taxus stent is unknown and there was proximal edge restenosis.

Event description:
It was further reported that the stent thrombosis portion of this complaint was withdrawn.